Event description:
The user facility reported a (B)(6) male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the staff noticed dripping from purge sidearm, apparently coming from reservoir. It appeared around 2/3 of the purge volume was leaking out. The impella cp was exchanged for the impella 5.5. There was no harm to the patient.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Manufacturer narrative:
The investigation for the reported pump leak has been completed. No product was returned for evaluation. Clinical details noted that a leak was observed from purge reservoir with purge fluid leaking out. Purge flow and pressure were maintained at normal values. The root cause of the purge leak was most likely a damaged sidearm reservoir as clinical details noted a leak was coming from the sidearm reservoir. The reason for the leak is unknown as no product was returned.